Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This report is being submitted as a correction. This complaint will be not reportable because the monitor displayed the actual outputted pressure as well as the set pressure. Whereas, in the sentinel event complaint, it did not seem like the monitor had output the actual pressure, and the pressure not matching was a likely judgement from the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the tourniquet machine was making a mooing sound and the pressure on the screen was set at 150 and the reading fluctuated from 141 to 149. The event occurred during surgery there was no harm or delay as a result of this malfunction. No adverse events were reported as a result of this malfunction.